Manufacturer narrative:
The act button the insulin pump had intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, he was unable to press any of the buttons on the insulin pump. His blood glucose was 227 mg/dl. He didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.